Manufacturer narrative:
Additional information was provided on february 2, 2021 indicating that the false positive architect stat high sensitive troponin-I result reported in the initial MDR was not generated at this account. It was generated at a different facility and was for troubleshooting purposes only and not for patient management. No further evaluation is required.the false positive architect stat high sensitive troponin-I result reported in the initial MDR was not generated at this account.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result was generated for one patient. (B)(6) 2020: 104 pg/ml. Troponin testing using the alinity I method was also positive. Troponin testing using the vitros method was negative in duplicate (<1.50 ng/l). The physician stated there were no clinical presentations/findings to support the elevated troponin result. There was no reported impact to patient management.